Event description:
The 8 fr. Iab was inserted into the pt on 12/00 at 3:49 p.m. And removed surgically 2 days later at 2:00 p.m. No seconds iab was inserted. The iab did not malfunction. The pt had an infection and major ischemia, removal of the iab and surgery was required. The iab was not returned to datascope. Event complications: infection/major ischemia/surgery required - reported 1/15/01. Pt's current status: discharged-rpt'd 1/15/01.